Manufacturer narrative:
Date sent to the FDA: 6/16/2021.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent hernia repair surgery on (B)(6) 2014 during which the surgeon noted a significant amount of intra-abdominal adhesions with the small bowel adherent to the midline incision and previously placed mesh. It required extensive lysis of dense adhesions it was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information was provided.